Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported no longer wearing aligners due to broken crowns, teeth shifted, and dentist recommended to stop treatment.